Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced bent cannula event on (B)(6) 2026. Patient went to emergency room (ER) on (B)(6) 2026 and subsequently got hospitalized and admitted to the intensive care units (ICU) due to hyperglycemia and ketoacidosis. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was more than 400 mg/dl and the patient got treated with intravenous (IV) fluids of saline and insulin. Patient tested positive for ketones. Patient not yet released from hospital. The patient replaced infusion sets and resumed insulin successfully. No further information available.